Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy and stent placement with holmium laser procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. It was reported that the broken fragment was not retrieved as it was not obviously visible. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy and stent placement with holmium laser procedure in the ureter performed on (B)(6) 2014. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. It was reported that the broken fragment was not retrieved as it was not obviously visible. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of fiber tip detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared used. The outer coating on the ball tip had shed as expected during normal use to expose the glass tip of the fiber. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and round with an effective transmission of 94.5%. Given the event description and condition of the returned device, product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. The user most likely saw the outer coating on the ball tip shed off as expected confirming the event. However, the glass tip of the fiber did not detach. Therefore, a review and analysis of all available information indicated that the most probable root cause is user preference issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.